Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device was not helping their symptoms. The patient said their bladder did not like any fluid in it. The patient went to the bathroom without even waking up, or they could be walking and would just go. The agent reviewed how to connect to the implant. The patient was able to change programs and adjust stimulation to a comfortable level. The patient was recently in the hospital and asked if something in the hospital could have caused the device to stop working. The patient said this happened in august as well when after the patient got out of the hospital. During the call, when patient connected to the ins stimulation was on. The patient mentioned sometimes they felt an ache. The agent reviewed stimulation should be comfortable. The pa tient said the ins was close to the skin so they knew where it was.